Manufacturer narrative:
Concomitant products: product ID 37746, product type programmer, patient. (B)(4).

Event description:
It was reported that a stimulation in patient's knees area had stopped one day before the report and now it was only felt in her feet. It was stated that the patient experienced constipation yesterday and "worked hard" to go to restroom. The symptoms were pain and not getting stimulation where she used to feel it. Patient's implantable neurostimulator (ins) was adjusted to only one program approximately 1-1.5 weeks ago. It was stated that the patient had more than one program before this adjustment. The adjustment was done to address the patient "having issues with programs" and also not feeling the stimulation in her knees. It was also reported that it was not possible to adjust stimulation. After troubleshooting, syncing was achieved, but it was stated that there was a lightning bolt and a 1 with no letters or checks on the patient programmer screen with amplitude being 1.05v. After further troubleshooting it was mentioned that the patient could now feel the stimulation at 1.85v but it was only in the feet and still not in the knees. Reprogramming to address stimulation needs was suggested. Pain over implant site was also reported. The ins serial number was not available in the manufacturer's database. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information from the provider indicated the patient was getting "good" stimulation coverage, but "just wasn't happy with amount of pain relief," prompting an explant. It was reported that all impedances were within normal limits. It was noted there were no injury or hospitalization.